Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens required explantation as the "lens didn't go in properly". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.

Event description:
On 31st october 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone iol. The event description provided states that the lens required explantation as the "lens didn't go in properly".